Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: based on the limited information it was not possible to determine the exact root cause of the reported event. It seems to be related to advancing the system through the previously placed artificial vessel. As per IFU one should not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2016: a (B)(6) male patient with pseudoaneurysm in the distal side of the arch of aorta and aneurysm of the descending aorta. The arch of aorta was previously replaced with an artificial vessel and the user planned to place zenith tx2 taa endovascular graft proximal component in the artificial vessel and gore's c-tag below it. Y-shaped stent graft was previously placed in the access vessel but it was measured as 10 mm, so the user thought the delivery system was able to pass, but once he inserted it into the vessel from the right side, the delivery system would not advance any further than the common iliac artery. He removed the delivery system and inserted gore's 24fr dryseal sheath to pass the difficult site, and used c-tag instead to complete the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.